Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to a faulty gold force sensor resistor. No motor error alarm or excessive no delivery alarms were noted. The motor was tested outside the device and passed. The unit was received with a minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed no delivery, as well as motor error alarm during a basal delivery. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.